Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during preuse, the iabp unit was discovered to have a blank spot on the display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d3, d8, d9, e1(name, event site email), e2, e3, e4, g1, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d1, d4, d5. Due to character limitations e1 block: initial reporter name: (B)(6). A getinge field service engineer (fse) replaced upper display (0160-00-0127) and found no other problems. Fault logs showed no issues. All functional and safety tests was performed per manufacturer specifications. Released unit to customer.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. The following was performed by, technician of the maquet. Failure analysis and testing (fat) department wayne,the failure analysis and testing department received the following part associated with this complaint display, 12.1 lcd, xga. This part was received with a reported unit failure message of display has a blank spot. Performed visual inspection of this part received and found display has a blank spot on top left side corner. Please see attached picture. The failure analysis and testing department verified the failure message of display has a blank spot. Retaining display, 12.1 lcd, xga in the fat dept. Per procedure.

Event description:
N/a